Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the top refrigerator in the med room did not open. The door could be opened with a key, but the green light did not turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager on med station refrigerator was failed. A field service engineer (fse) replaced the remote manager controller board and detent latch, tested, and successfully recovered the failed remote manager. The system functioned as intended after the field service engineer repaired the device.